Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/short in breath, asthma and lightheadness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Correction to the following information: box b: adverse event/product problem: from: product problem to; both outcomes attributed to ae: other box h: type of reported complaint: from: product problem to: serious injury health impact grid: from: no heath consequences or impact to: serious injury/illness/impairment.

Manufacturer narrative:
Additional information has received, describe event or problem updated as- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/short in breath, asthma and lightheadness and visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.